Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient experienced a failure of their wearable device, which left them unable to check their blood glucose (bg) levels. According to the patient, this failure delayed their ability to recognize a drop in bg levels and administer timely treatment. As a result, the patient experienced a hypoglycemic event that required emergency medical intervention. The patient¿s son contacted emergency medical service (ems), and the patient was subsequently hospitalized. The patient declined to provide dexcom with additional details regarding the event, including symptoms experienced, medications or treatments administered, or the duration of the hospitalization. Although the report states the patient was hospitalized, the length of time in the hospital (less than or more than 24 hours) is unknown. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.